Event description:
Customer provided data for one sample with erroneous ammonia results. Sample was originally run on another c6000 analyzer, initial result gave 132.7, repeat 132.6 umol per l. Same sample rerun on this c6000 gave 127.5 and 189.6 umol per l. The reported result was 133 umol per l, no erroneous results were reported. Customer stated only results from the other c6000 are reported out. Value of 133 umol per l was reported for this sample. Customer would not provide info regarding sample containers used during testing. Customer stated this issue is not observed when ammonia samples are run alone, only when more than one sample is being tested for multiple assays.

Manufacturer narrative:
The field service rep was unable to find a cause or reproduce the issue. He performed maintenance and verified analyzer was operating within spec.